Event description:
It was reported that a patient who had an initial hip implanted, date and side unknown, underwent a revision procedure in which the liner was replaced. Revision implant: 146-32-51 cc inlay vitamin e, lateralisiert, ø 32, gr. 1 a579342. No further information known at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h4. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
The x-ray and CT scan showed a clear decentration of both prosthesis heads and slight osteolysis in the acetabulum as a sign of inlay wear. This was verified when the inlay was changed in june. As part of the replacement operation, in addition to the inlay exchange, the firm cup integrity was determined and the prosthesis head was replaced.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.